Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received air bubbles. The customer's blood glucose was unknown at the time of incident. The customer reported approximate size of air bubbles is 1/2 in pocket up 1 inch to 1.5 inches in the sets, and reservoir infusion sets. It was reported that air bubbles were noticed by customer and yesterday when she began running high. Location of bubbles was both tubing and reservoir. The insulin pump will not be returned for analysis.